Event description:
It was reported that the bd alaris¿ secondary set leaked. The following information was provided by the initial reporter: "reported a secondary set (ms3500-15, lot# (10)2004358) that leaked."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of secondary set leakage could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed on model ms3500-15 because a lot number was not provided by the customer. H3 other text.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd alaris¿ secondary set leaked. The following information was provided by the initial reporter: "reported a secondary set (ms3500-15, lot# (10)2004358) that leaked."